Event description:
Dr reported that he had a pt in his office, post op in 2004. Pt had had an axillary dissection and a hemaduct drain had been placed and became occluded. Dr. Also said the pt had a seroma fluid mass as a result of the occlusion. No product sample is available.